Manufacturer narrative:
No product returning for evaluation. Should new info info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had low blood glucose levels (54 mg/dl). Customer had a migraine and began vomiting. Customer increased carbohydrate intake and stopped insulin delivery to stabilize her blood glucose level. Reportedly, pump appears to be working as expected.